Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Essentially, the surgeon uses the first generation of corail instruments and is finding that there is a mismatch between where the broach sits and the definitive stem. Upon introducing the definitive he is finding that the corail stem sits a few mm prouder compared to the broach and as a result (B)(6) has recently had to revise patients for periprosthetic fractures. Doe: unknown.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was not returned depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.